Event description:
It was reported that the patients ipg was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively and nothing was explanted nor replaced.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.